Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over, impacting multiple patients. A technical support specialist (tss) performed a database backup and proceeded to delete the error from the patient encounter system. The tss verified through the health status viewer that the critical alert had cleared and restarted the external message service and data synchronization services. The tss then validated system communication, confirming that all messages were successfully transmitted, synchronized, and up to date. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple medication orders were not crossing over to the station, impacted multiple patients. However, there were no delays or adverse events or injuries reported based on this event.